Event description:
The customer called to report low blood glucose levels that required intervention by the paramedics. The customer stated that she forgot to disconnect from the pump during the manual prime; therefore, receiving sixteen units of insulin. The customer treated the blood glucose with juice prior to the paramedics arriving.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to be best of our knowledge.